Event description:
It was reported that the left ventricular lead had loss of capture. The patient denied having any symptoms. The lead was programmed off and there are no plans to reposition the lead at this time. No patient complications have been reported as a result of this event. The patient is a participant in the attain success study.

Event description:
It was reported that the left ventricular lead had loss of capture. The patient denied having any symptoms. The lead was programmed off and there are no plans to reposition the lead at this time. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(4) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.